Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement. New lead was replaced. No additional adverse patient effects were reported. Additional information received indicating that lead dislodgement was confirmed by x-ray and fluoroscopy. New lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement. New lead was replaced. No additional adverse patient effects were reported. Additional information received indicating that lead dislodgement was confirmed by x-ray and fluoroscopy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement. New lead was replaced. No additional adverse patient effects were reported.